Manufacturer narrative:
(B)(4)

Event description:
The customer received questionable results from coaguchek xs serial number (B)(4). The result at 2:09 pm was 5.2 inr and the result at 2:18 pm was 2.8 inr. There was no allegation of an adverse event and the customer was stable. The customer was not anemic, had no antiphospholipid antibodies, no heparin therapy, and no direct thrombin inhibitors. The customer had no change in medications, no sickness or illness, and no change in diet. The customer had no bruising or bleeding. The therapeutic range was 2.5-3.0 inr. The suspect meter and strips were requested to be returned for investigation. The returned meter and strips were tested in comparison to a retention meter and masterlot strips. Two human blood samples from warfarin donors and internal reference meters were used. Donor inr: 2.7 inr and 2. Inr, donor hct: 49% and 47%. Donor 1: master lot / customer strip and meter: 2.6 inr/ 2.6 inr. Donor 2: master lot / customer strip and meter: 2.4 inr/ 2.4 inr. All results were within the specified maximum difference between measurements. No error messages occurred. The returned and the retention material meet the specification. Relevant retention test strips (lot 223855-22) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable and retention material performed as specified. No information was provided in the complaint case that would point to a cause for the result discrepancy.